Event description:
It has been reported to philips by swissmedic (ghol-sig-2024-055) that a customer reported that vue pacs displays patient x, but when double-clicked patient y appears in the worklist. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The manufacturer previously reported that the customer alleged that vue pacs displayed patient x, but when double-clicked, patient y appeared in the worklist. Customer claimed patient safety risk due to getting the wrong images of the patient. The investigation revealed in the sequence of events that the customer has opened and closed a few selected names in vue explorer. After random number of patients review, a new selection is made with the double-click action on a series. Vue explorer then occasionally loaded another patient information to be reviewed instead of the new patient selection. This issue was detected by the customer and there were no reports of patient harm. The root cause of the issue was due to a software defect that was caused by a race condition, where the double-click code event arrived before the selection code event. That caused execution of the double-click on the previous selection even though this is not the item clicked. A review of the instructions for use (IFU) of vue pacs was conducted as part of the investigation into this issue, and it is confirmed that the device was being used within the intended and indicated use of the device (to load an entire study from the list of studies pane or series thumbnails pane: double-click on the study). Considering the standard practice of care, a physician would verify the patient information and determine the presented information is of another patient; therefore, there would be no reasonably foreseeable risk of harm of a misdiagnosis of patient condition. Desired patient name remains on the worklist, available to open next, so no delay in care or diagnosis.